Event description:
On 1/30/98, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 230053-1998-0002 and the following information was reported: following a procedure to repair an ascending aortic anuerysm, the pt was put on an intra-aortic balloon pump. The staff noticed that the pump had stopped working. The pump's panel was opened and it was noted that there was a blood back. The intra-aortic balloon catheter and pump were replaced. The pt expired about 12 hours later on 1/24/98. It was indicated that the pt's death was related to the iab event. Event complications: none from the event - reported 1/23/98; death reported 1/30/98. Pt's current status: expired - reported 1/30/98.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 2/24/98.